Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 years 10 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was hypoattenuated leaflet thickening (halt). A significant amount of pannus and thrombus were present on the valve leaflets. The frame ranged from 14.9 ¿15.2¿ 16.7 mm deep to the native annulus and there was good commissural alignment at the initial implantation. Treatment options were discussed by the physician, with the recommendation for a transcatheter aortic valve (tav)-in-tav procedure using a non-medtronic (short frame s3) valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that between 6 years and 9 months and 6 years and 10 months following the valve implant, the patient was hospitalized for dizziness and low heart rate (down to 47). The patient was placed on blood thinner medication. The patient is following up with their physician to see if they will be getting a valve replacement or continuing on different medication. No additional adverse patient effects were reported.